Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during insertion. Symptoms/ae: none. It was reported that during a superficial femoral artery procedure, resistance was met when the xpert stent delivery system (sds) was inserted about 1 cm into the 5 fr. Sheath. It was noticed that the stent had prematurely deployed by 1 mm although the thumbwheel was locked. The sds was removed and another stent was successfully implanted. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.